Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined. The customer was treated with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose or flush drive support disk and customer applied excessive adhesive to the drive support cap. However, device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device had minor scratched lcd window, stained address or serial number label and missing drive support sticker.